Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated in a period of 3 hours (500 mg/dl). Customer treated elevated bgs by administering a manual injection. System check was performed with tandem technical support and the pump performed as intended, however it was determined that the customer was using the cartridge beyond the labeled duration of use.